Event description:
Physician utilized the device on the patient via intrajugular access to treat pulmonary embolism. Patient later developed a hematoma at the site of access. Patient required a blood transfusion.